Event description:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states. The pacemaker was shut down and replaced. The patient was stable.